Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product was received in (B)(4) warehouse at 07/10/2015, coming from a surgery on hospital (B)(6), at (B)(6) 2015. During the inspection it was found that this device was broken.

Manufacturer narrative:
The 8mm straight osteotome was returned for evaluation. Visual inspection revealed that the handle was broken. When the initial MDR was reported, it was conservatively assumed that the device tip was broken. As a result, the malfunction was thought to be reportable. The broken handle is not considered a reportable malfunction however a follow MDR will be filed with the investigation results. A DHR review was conducted. No issues were identified that could have cause or contributed to the reported issue. Trend analysis found no related complaints for this issue. The root cause cannot be positively identified however the device may have been subjected to higher than anticipated loading during use. No issues could be identified in the manufacturing or release of this product. No systemic trend observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.